Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is not receiving effective stimulation from her supra orbital lead (off label use). Surgical intervention is pending to reposition the lead for better coverage.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.